Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found no image. The electrical connector needs to be replaced as it was found damaged causing no image. The customer reported issue was confirmed. In addition, the following findings during inspection were noted : there are scratches on the metal tip due to external factors. Scratches were observed on curved rubber , video connector, operation part, grip, angle lever, control knob, universal cord, light guide connector, surface of the light guide cover glass. The curved rubber adhesive is missing. The operation when fixing the angle of the operation part is heavy and the up/down angle fixing lever was found discolored. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of image failure, no image, connection error. The issue occurred during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.